Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. An 8f sheath was placed, but bleeding continued. Manual arterial compression was applied for 25 minutes. The patient was still bleeding. Manual arterial compression was applied for an additional 25 minutes. Bleeding continued. A non- abbott device was placed. Using an access site of the right common femoral artery a 14x4 armada balloon was placed as the non-abbott device was removed. The balloon was inflated to one atmosphere for 20 minutes. The patient was still bleeding. The patient was sent to surgery and on cut down a square perforation was seen in the vessel. The vessel was surgically closed. There was a clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.